Manufacturer narrative:
(B)(4).

Event description:
Physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa and popliteal of the left leg. Approximately 11 months post index procedure, 2 in.pact admiral paclitaxel-eluting pta and one admiral xtreme pta balloon catheters were used to treat the patient. Approximately 17.5 months post index procedure, the patient had restenosis of the left sfa which was treated 13.5 months later with a drug eluting balloon. The event was related to the treated lesion. Investigator indicated that the event was remotely related to the study device but not related to the procedure or drug. The event was resolved.

Manufacturer narrative:
Previously reported revascularization was carried out with an inpact admiral deb and non-medtronic stent. The event was not related to the target lesion.

Manufacturer narrative:
Patient has a history of btk vascular disease (left). Rutherford assessment at time of index procedure was severe claudication. Investigator indicated that the reported event was not related to the study device.